Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 stent delivery system was returned for analysis. The stent was not returned for analysis. Addition information on the stent detachment was requested but nothing was received. As the stent was not returned for analysis, the crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. Crimp marking were evident on the balloon. No issues were noted with the balloon. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24 may 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5 x 20 mm balloon, a 3.00 x 28 mm synergy drug-eluing stent was advanced but failed to cross the lesion. There were no patient complications reported. However, returned device analysis revealed stent detachment.